Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) implant wound was healing poorly. The site would reportedly scab over but then rub off on the patient's clothing while sleeping during the night and the site looked gooey. The tissue appeared healthy. It was reiterated to the patient that is was important to keep the site dry and let the wound heal. The patient was treated with antibiotics and the site was subsequently noted to have healed well. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.